Event description:
Fire department personnel were treating a pt involved in a traffic collision with an extended extrication. The reporter was attempting to monitor the pt and reportedly observed a leads off message on the device's display. All connections were checked and the reporter was able to eliminate the leads off message by applying pressure to the connection between the pt trunk cable and the ECG leads cable. Treatment to the pt was continued. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.